Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had an issue with the device switching off and activation of the alarm. It occurred after a laparoscopic procedure. The intended procedure was completed with a similar device. There was no delay and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was presumed that the front panel was turned off and alarm went off due to faulty circuit board. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.